Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Add'l info will be provided upon conclusion of the MFR's investigation. Imp ref #(B)(4).

Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the pt's transfer in the sling using maxi move passive lift device, two clips of the sling detached from the hanger bar of the lift when moving the pt. As a consequence of the event, the pt fell down and received minor facial laceration. It was initially reported that the incident occurred due to use error as the facility indicated that the sling was not connected properly. Then it was indicated that the aide "placed the sling on the hanger bar securely".